Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. The lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct300 11.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. The lens placed at 14 degrees, was measured at 160 degrees at the patient's 6-month follow up visit on (B)(6) 2018. There were no patient complications and/or related injury and the outcome does not significantly interfere with activities of daily life. Reportedly, the lens remains implanted and no iol repositioning was performed or planned. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.